Event description:
The customer stated that she was treated by the fire department for hypoglycemia. The reported blood glucose reading was 56 mg/dl. The customer stated that she just started using the insulin pump, and she is working with her doctor to adjust the programming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.